Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by cloudy effluent. The patient visited the ¿clinic¿; however, it was not reported if the patient was hospitalized for the event. The cause of the event, treatment details, action taken with dianeal therapy, and patient outcome were not reported. No additional information is available.